Event description:
It was reported that a patient experienced a break in the trach flange. Customer is concerned as this is an ongoing issue. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Expiration date and manufacture date are unknown. No information is available based on reported lot number. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received for investigation. The reported issue was confirmed during visual inspection, which verified that the device eyelet was broken. However, no product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the available information, the complaint was confirmed, but no root cause could be established. A notification with this complaint's details was presented to production personnel.